Manufacturer narrative:
The instrument was returned to isi for evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the tenaculum forceps instrument, the instrument was not working. Reportedly, there was no patient involvement with the reported instrument. On (B)(6) 2018 intuitive surgical, inc. (Isi) contacted the site's administrative assistant who initially reported this complaint. According to the administrative assistant, the instrument was forwarded to her by the site's central reprocessing department for a credit. The site's administrative assistant further indicated that she does not know what the issue was with the instrument.